Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed properly during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during roux-en-y procedure, the device had a power failure after the sixth firing. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the reverse switch have to be used to open the device? Yes. Did the manual override lever have to be pulled to open the device? No was there a power noise heard when the device was attempted to be fired? As the stapler was fired the noise was described as a slow power loss until the knife stopped short of the distil end. On what tissue type was the device used? Small bowel and stomach at what location on the tissue? Made to create a pouch for a ry. Failed on making pouch up toward fundus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue grey white was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No specific noise. Described to me that is sounded like the power was dying and slowly came to a stop. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. Power seemed to wind down in the middle of a firing. Used reverse switch after taking off the battery pack and replacing. Could not get gun to fire again.